Event description:
It was reported that there were issues with the deep brain stimulation implantable pulse generator (ipg), including recharging difficulties and an inability to connect to the battery during a clinic appointment. It was suspected that the device had depleted, and the device record showed one overdischarge. The patient was not regularly recharging due to difficulties using the legacy recharger. Troubleshooting involved meeting with the patient and their daughter to reset the device using a wireless recharger. The device required one hour in physician recharge mode and an additional 30 minutes of normal charging to have enough battery to turn on. The patient's daughter was counseled on the recharging process with a replacement wireless recharger, and the legacy charger was returned. The issue was not resolved at the time of the report. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported to resolve the overdischarge a physician mode recharger was performed. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.